Manufacturer narrative:
(B)(4).. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A clear passage test was performed and passed. Functional testing was performed and failed due to a leak between the tubing and the male luer lock adapter. Underwater leak testing was performed and failed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore catheter extension set leaked from the connection of the tubing to the male luer lock adapter. This occurred during simulated use testing by a technician at the customer facility. There was no patient involvement. No additional information is available.